Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm. It was reported patient turned off the pump and back on, removed and reattached cassette but the alarm continued. No patient consequences were reported. No adverse effects were reported.